Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose was 6.3 mmol/l. The customer stated that the insulin pump was not bumped or dropped and that the sensor was not in use. The customer stated that he inserted a new battery. The customer's insulin pump functioned again but alarmed motor error again as well. The customer was unable to rewind the insulin pump. Advised the customer to return the insulin pump for analysis. Advised a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prim test. The insulin pump was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform the excessive no delivery test and occlusion test due to motor error alarms. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.